Event description:
It was reported that pump received a malfunction. All insulin delivery was stopped.

Manufacturer narrative:
Product has not been returned for evaluation. Should new information become available, a follow-up report will be submitted.